Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The physician's handheld was returned to the manufacturer due to the screen freeze addressed in rae quarterly report (B)(4). During the product analysis, it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken wire connection in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. It is unk if this malfunction contributed to the screen freezes.